Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided are sufficient to determine the root cause. The root cause of the delivery issue was most likely due to patient condition due to patient anatomy. Despite numerous attempts under echo guidance and aortic ultrasound, the valve was unable to be crossed with multiple wires and catheters.

Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was having an impella 5.5 implant when the staff was unable to deliver the impella. The impella was not able to cross the aortic valve. The decision was made to proceed with weaning from bypass and abort the impella implant. Reportable due to potential patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon completion of the investigation a supplemental MDR will be filed.